Event description:
It was reported that insulin gauge displayed an amount different than expected and pump showed a static fill estimate that did not change despite insulin being delivered. No information was provided regarding any impact to the customer¿s blood glucose level. Customer was educated that this could occur due to varying internal pressure measurements affecting insulin remaining calculation and was informed that gauge would begin counting down normally once actual insulin amount matched displayed value, and caller understood and acknowledged guidance.